Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the refurbish record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that dirt was found inside the light guide lens but the dirt could not be conclusively identified. As the dirt was found adhered to a part other than an external surface, it could not be removed by reprocessing. It is likely one of the following caused the reported event; physical stress from hitting or dropping the distal end, chemical stress from solutions used, the adhesive around the light guide lens had peeled off, and/or moisture had entered inside the light guide lens which led to corrosion. The event can be detected by handling the device in accordance with the following instructions for use (IFU): instruction manual evis lucera jf/tjf type 260v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The light guide lens was broken. The evaluation revealed the following findings: there was a scratch on the charge-coupled device (ccd) lens, the adhesive on bending section cover (a-rubber) was broken, and the electrical-connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope exhibited a broken light guide lens. The issue was observed, during preparation for use for an unspecified diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event. During inspection and testing of the returned device, the inside of the light guide lens was found dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.